Manufacturer narrative:
The mayfield ultra base unit (a2101) was returned for evaluation: device history record (DHR) review - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the customer's statement was not confirmed as valid after evaluating the device: no pin is missing, and the handle was in good working order. However, the transitional member was bent, and the adjustment wrench was broken. Root cause - the complaint is not confirmed. The probable root cause is improper/rough handling of the unit. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
This is 3 of 3 reports linked to mfg report numbers 3004608878-2024-00089 and 3004608878-2024-00090: a distributor reported that the threads of the a1018 swivel adaptor don't have/ make good connection and this results in being screwed- in wrongly and consequently also bends out of shape the next to it a2101 ultra base unit. This increased the surgery time for more than 30 minutes. The doctor realized the issue and was extra super careful. The surgery finished well without any issues.